Event description:
It was reported that a leak of intravenous contrast agent was noted from the end of the balloon (subject device) during preparation. It was not used inside the patient and there were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned for analysis and solidified contrast was noted within the catheter hub. The catheter could not be flushed and a guidewire could not be advanced due to the presence of procedural/bodily fluids. The catheter was cut and the distal section was flushed. A leak to the distal end of the balloon was noted when attempting to flush the balloon. Because this issue appears to be due to handling of the device or portion of the device without direct patient contact during preparation prior to use, the issue occurred from preparation damage.

Event description:
It was reported that a leak of intravenous contrast agent was noted from the end of the balloon (subject device) during preparation. It was not used inside the patient and there were no clinical consequences to the patient.